Event description:
A surgeon reported that while using a knife from a custom pak during a procedure on a patient with advanced glaucoma, he found the knife blunt. The surgeon observed the blade difficult to initially insert but when it finally went through, it went in too fast and ruptured the patient's capsular bag. The surgeon also reported that he managed to insert a lens but the shape of the knife was left imprinted on the capsular bag. At the moment of this report he did not know what further damage had occurred to the patient. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.65 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).